Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with saline mentor smooth round moderate profile 425cc breast implants and experienced bilateral deflation. As a result, the patient underwent removal on (B)(6) 2020. This report is for the right breast prosthesis.

Manufacturer narrative:
Device evaluation summary: during the visual evaluation of the device, a tear was observed on the anterior aspect, measuring approximately 1.5 cm. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jul 20 2020, additional information was received indicating the patient's explantation surgery was aborted due to medical complications. A new surgery date has not been scheduled at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On aug 19 2020, additional information was received indicating the patient's age at the time of event was 61 years old and the patient's race is caucasian. The explantation date was identified as (B)(6) 2020. On aug 31 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).